Event description:
It was reported that a caller experienced a malfunction on their pump, specifically showing malfunction code 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller by providing instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if issues reoccurred, which they understood.